Event description:
It was reported that the patient's implantable pulse generator (ipg) hasn't been checked for quite a while and the ipg shows elective replacement indicator (eri). It was also reported that new software was loaded after which the device revealed end of life (eol). It is unknown if there was any intervention. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's implantable pulse generator (ipg) hasn't been checked for quite a while and the ipg shows elective replacement indicator (eri). It was also reported that new software was loaded after which the device revealed end of life (eol). It was further reported that the device was removed due to eri and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.